Event description:
It was reported that the patient was brought into the emergency department after passing out. The patient experienced cardiac arrest. An interrogation showed potential loss of capture on right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).